Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was wearing the sensor yesterday and it was reading low. Customer treated for the low sensor readings and stated that he experienced diabetic ketoacidosis. Customer then had to treat for it. Customer experienced discrepancies in sensor readings and blood glucose readings. Customer's current sensor glucose was 7.1 mmol/l. Customer's current blood glucose was 16.6 mmol/l. The customer was advised that the difference between readings was not within an acceptable range. Customer stated that he inserted the sensor correctly. Customer has reported the issue with bent cannulas. Troubleshooting was performed and customer was advised that the sensor may be responding to changes in glucose. Customer's sensor will be replaced.